Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a patient's mother reported via phone that her son experienced a severe reaction to several unknown arthrex implants after a trimalleolar ankle and tibia fracture surgery in the left foot on (B)(6) 2023. After the procedure, the patient rejected the metal implants to the point that they were coming through the skin. Per the surgical report, qty. 2 of a kreulock screw, ti, 3.5mm x 16 mm, a low-profile screw 3.5mm x 12 mm, qty. 3 of a bone screw 3.5mm x 14 mm, qty. 2 of a quickfix screw, 3.5mm x 40 mm, a locking fibula plate 10h, and a knotless tightrope with unknown part and lot numbers were used in the procedure. On (B)(6) 2023, the same surgeon performed a revision surgery, and all unknown arthrex product parts, including the tightrope, were explanted. The surgeon stated that the implants had not fused to the bones. The patient¿s reaction was limited to the surgical site. Since the revision surgery, nothing else was implanted into the patient due to the previous allergic reaction. The exterior of the surgical site has healed, but the patient's bones are still broken with gaps of scar tissue. The patient's mother requested the material composition of the implants previously used. Another surgery will be scheduled in the future to repair the broken bones.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.